Event description:
It was report that, "pt complained of 'squeaking' initially and then a 'clunking' from the ceramic articulation. Stem and cup remained stable as per surgeon."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. This is the same patient/event as MFR #9616680-2011-00591.